Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd cathena¿ safety IV catheter with wings and bd multiguard¿ technology had needle through catheter while introducing the catheter issues. The following information was provided by the initial reporter translated from basque to english : "after the cannula does not advance, the due makes a small backward movement to recanalize and in the second advance there is resistance so decides to remove the cannula and finding at it's exit that the needle had perforated the catheter."

Event description:
It was reported that 1 bd cathena¿ safety IV catheter with wings and bd multiguard¿ technology had needle through catheter while introducing the catheter issues. The following information was provided by the initial reporter translated from basque to english : "after the cannula does not advance, the due makes a small backward movement to recanalize and in the second advance there is resistance so decides to remove the cannula and finding at it's exit that the needle had perforated the catheter."

Manufacturer narrative:
H6: investigation summary one photo was received by our quality team for evaluation. From the photo, the needle is observed to be pierced through the catheter. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the verbatim, ¿after a correct puncture in the vein, the cannula is advanced to be cannulated in the vein. It does not advance, the due makes a small backward movement to recanalize¿¿, the needle piercing through the catheter was most likely caused by an incorrect insertion technique. Users are recommended to follow the instructions stated in the instructions for use: if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. Therefore, this non-conformance most likely occurred out of the manufacturing facility.